Manufacturer narrative:
Continuation of d10: product ID a90300, serial# unknown, product type: software. Product ID rs7230, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the wireless recharger was very hot and the implant was warm due to the heat coming from the charger. The patient was talked through clearing/resetting applications. The patient's plan was to only recharger 15 minutes at a time so the charger did not overheat. The patient also had a soft fabric belt that allowed the recharger to stay in place much better than the provided belt.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that last couple of times, it took them 3 hours to charge their implant and they felt very hot when charging. Patient stated they worked with manufacturer representative (rep) to troubleshoot the issue. Patient stated that last night, they sat for 15 minutes and it took them 20 minutes to get to a good spot. Patient stated they saw a screen that displays that it's charging; and then they would see low and high numbers and the middle number fluctuates and not moving. Patient added that it would go from excellent to good and then switch back to excellent. Patient stated they were holding the recharger with their hands tightly to their skin so it would not move. Patient stated that couple of times, they got a message in red 'device care, some applications or processors are overloading the system'. Patient stated they haven't done anything different. Patient mentioned they've seen the message four times but they ignored it the first time. Patient stated they called rep who advised them to call patient and technical services. Patient stated the rep indicated that they had charged their device 60 minutes a week, so they charged on sunday. Patient stated that the m essage disappeared after they scrolled up. Patient stated they received a message from the rep that maybe they need a reset. Patient stated they did not have the numbers when they saw the excellent connection and arbitrarily the information goes away and the numbers started to display. Patient stated they turned it on and they were sitting; and then when they leaned forward, they would get an excellent connection but when they sit up straight, the connection dropped to good. Patient stated they tried to sit in a position where they get an excellent reading thinking it would be better. Patient haven't tried tightening the belt. Patient expressed their frustration last sunday that they took the belt off and that's when they held it tightly to their skin with both hands. Patient confirmed that their wireless recharger (wr) gets very hot when charging their implant; patient confirmed reaching 100% and the wr is very cool; stating 15-20 minutes range to keep it cool. Agent reviewed information. When asked for the event date, patient stated they noticed the issue last week. Warm transferred to health care it (hcit) regarding the 'device care, some apps or processor overloading the system' message on their handset.